Manufacturer narrative:
Product and event verification: a review of the device logs for the instrument (part# 480422 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2020 via system serial# (B)(4). There were 0 uses remaining after this last usage. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported issue. Based on log review and during in-testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. Based on log review and during in-testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Grip force test: straight: 5.39, pitch: 5.12, yaw: 5.05. Root cause is no problem detected. This complaint is being reported because the vessel sealer extend instrument reportedly did not seal correctly. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was not sealing correctly. The procedure was completed with no reported injury.